Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been taken by paramedics to the emergency room (ER) due to hypoglycemia. The patient's blood glucose (bg) levels dropped to 16 mg/dl while wearing the pod between 4 and 24 hours; patient initially had high bg levels and delivered 4 boluses (3 were 18 units each and one for 6 units), which resulted in low bgs. Symptoms reported include loss of consciousness, shaking and patient falling to the floor. The patient was put on a heart monitor in the ER, bg levels were checked every 30 minutes and she was given graham crackers and ginger ale; she was released the following morning. The pod was removed in the ER and was discarded.